Event description:
It was reported that the implant at tooth site #20 was removed as it was fractured. The implant has a rim fracture, removed and bone grafting done. Removal of the implant with socket grafting. Pt may need to wait (B)(6) month prior to having the implant replaced.

Manufacturer narrative:
Zimvie complaint number (B)(4).